Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009850, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009850 was manufactured according to the work instruction (wi) version 117 and manufactured in the line l10 on 17-oct-2024, with a total of (B)(4) units. An extended for contamination in lid was performed for the outgoing test 6(g). An extended for contamination in tube was performed for the outgoing test 6(g). The sub-assembly: gluing of tubing of the lot 4k03145 was manufactured according to the wi version 65 and manufactured in the machine sc03, on 16-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k01355 was manufactured according to the wi 94 version 65 and manufactured in the machine sc01, on 16-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k01357 was manufactured according to the form-001865 version 2.0 and manufactured in the machine itl03, on 17-oct-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4k01356 was manufactured according to the form-001865 version 2.0 and manufactured in the machine itl03, on 18-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: two extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The tubing was detached from the connector. Infusion set was used for one and half days. Blood glucose level was 305 mg/dl at the time of the event. Therefore, patient got treated with correction bolus via pump to resolve the blood glucose issue. No further information available.